Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 17333110, description: next generation anchor kit sterile.

Event description:
A report was received that the patient's lead was previously been placed too tight and was causing the patient discomfort. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well post operatively.